Manufacturer narrative:
One cadd solis hpca pump was received with a downstream occlusion sensor (dso) seal bubble and a scratched lens. Three separate delivery accuracy tests were conducted and the reported issue was unable to be duplicated. The pump was slightly over delivering but within the published +/-6% specification. It was recommend that the pump's expulsor be trimmed in order to bring the delivery into more nominal of a range.

Event description:
Information was received indicating that a smiths medical cadd solis hpca pump was over delivering. The issue was discovered during annual preventative maintenance and there was no patient involvement.